Manufacturer narrative:
In regard to this complaint, logfiles were provided for review. Review of the logfiles confirmed the occurrence of the fop5001 error code, this error indicates a hardware problem. Unfortunately, based on review of the available information, it was not possible to determine the root cause of the reported complaint. The information received was insufficient and nothing was returned to d.o.r.c for investigation. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Complaints will be closely monitored to identify any significant adverse trends.all similar incidents related to the eva surgical system are included in the analysis (fp-xxxxx-prolonged). Since 2021 more than 850.000 surgeries have been performed with the eva surgical systems installed. Please note that the complaint related to this manufacturer incident report is included in the complaint numbers in the table.

Event description:
We have been informed that during procedure, error fop50001 occurred when starting the machine. The function keys on both sides of the foot pedal did not work. When using the laser, releasing the foot pedal immediately resulted in the laser leaving the ready state. It was needed to click the laser again to prepare. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The complaint is under investigation.in case of a product return, the device will be investigated, otherwise we will review the device history record, and/or any log files if available, or try to replicate the problem on similar product.

Event description:
We have been informed that during procedure, error fop50001 occurred when starting the machine. The function keys on both sides of the foot pedal did not work. When using the laser, releasing the foot pedal immediately resulted in the laser leaving the ready state. It was needed to click the laser again to prepare. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The device is not yet accessible for investigation. Therefore, preliminary results or conclusions are not yet available. The product is in transit. The investigation will be continued when the device is available for examination

Event description:
We have been informed that during procedure, error fop50001 occurred when starting the machine. The function keys on both sides of the foot pedal did not work. When using the laser, releasing the foot pedal immediately resulted in the laser leaving the ready state. It was needed to click the laser again to prepare. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30 minutes.

Event description:
We have been informed that during procedure, error fop50001 occurred when starting the machine. The function keys on both sides of the foot pedal did not work. When using the laser, releasing the foot pedal immediately resulted in the laser leaving the ready state. It was needed to click the laser again to prepare. No report that actual patient harm occurred, however, due to the reported event surgery was prolonged > 30 minutes.

Manufacturer narrative:
The device is not yet accessible for investigation. Therefor preliminary results or conclusions are not yet available. The investigation will be continued when the device is available for examination.